Event description:
It was reported the patient had redness at the site for two weeks. They fell on their incision, it opened up, and milky drainage came out. The physician suspected the patient had a small hematoma that became infected. The patient clearly had cellulitis around the incisions. The patient also had pain at the battery site for about three weeks on and off but not constant. The pain worsened for three days before their visit. The device area was red, inflamed, and tender to the touch. The culture revealed (B)(6). The event required explant along with hospitalization and intravenous antibiotics. The event was unresolved at time of study exit. The patient was given perioperative antibiotics and it was noted they did not have meningitis.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0pzyc, implanted: 2015-(B)(6), product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event resolved without sequelae on (B)(6) 2015.